Event description:
This is a follow up report. The event occurred in australia. The doctor was performing a laser procedure and this led to superior peripheral impact on the crystalline lens. The report is made by ellex without prejudice and does not imply any admission of liability for the incident or its consequences.

Manufacturer narrative:
As soon as ellex learnt of the event , post event verification of the concerned device (B)(6) was carried out through a product acceptance fault report by a service visit carried out on the 12th june. At that time focus of (B)(6) was found to have been slightly out of adjustment (causing the treatment laser to be at 200m posterior of the offset dial setting). Objective lens adjusted to correct for that issue. Ellex service proactively went to check the system on 2nd july and the optical alignment had moved again causing a similar 200m posterior offset error. System was brought back to the factory for further investigation. On inspection, it was found that the threaded inserts for the objective lens adjuster/securing screws were quite worn causing the objective lens to be held in place not quite as good as it should have been. Delivery head casting and objective lens being replaced at ellex and system re-installed 5th july. Service history records of 5 systems below and above s.n (B)(6) checked as an act of due diligence but nothing similar reported. This is concluded as an isolated incident.

Manufacturer narrative:
As soon as ellex learnt of the event , consistent efforts were made to retrieve maximum information on the event occurence. However there was no information forthcoming from the user facility regarding the incident despite repeated follow-ups . Finally our chief medical officer has contacted the practice and has informed us that the patient developed a cataract from the treatment that will require surgery. The device performance was verified through a product acceptance fault record (paf) and there was a minor error for the posterior offset and required adjustment of the objective lens. Further investigation is in progress to understand the cause of the event . Any further updates on the patient status and the device analysis will be notified through a follow-up report.

Event description:
The event occurred in (B)(6). The doctor was performing a laser procedure and this led to superior peripheral impact on the crystalline lens.